Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device status is unknown.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: green particles, crease fold, fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -no openings or issues related to deflation device were observed.

Event description:
The device was explanted.